Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and pump errors. The customer blood glucose level was 405 mg/dl at the time of incident. Customer was unable to clear the alarm and able to complete rewind the insulin pump. The customer reported that self-test passed. The insulin pump will not be returned for analysis.